Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional clarification has been requested. UDI number is not available due to the limited information provided by the reporter. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature study entitled, "changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report of an infant who was implanted with an intraocular lens (iol) at the age of 5.3 months. The infant had a changing refractive outcome over the course of 7 years with increasing astigmatism and exotropia. The article mentions findings of three patients with nystagmus and 58% of the total patients had reproliferation with yag laser treatment. Additional clarification was requested. There are two medical device reports associated with this patient. This report is for the right eye. There are 13 medical device reports associated with this literature study.